Event description:
It was reported that there was a grey sticky residue left on the meniscus.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The cutter was visually inspected for damages, and a grey substance was noticed in the cutting window. Also, interference in the cutting window was noticed. The cutter was handspun to check for resistance or interference, and none were present. The window interference is proof of flaking. The flaking metal may have mixed with the white grease making turning the grease grey. The probable root causes for the grey substance could be metal flakes mixed with the grease/lubricant. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a grey sticky residue left on the menisus.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.